Event description:
A huber needle set was found to be leaking at the female luer when attached to a syringe or IV set. This failure mode occurred three additional time at this facility with this item lot. These huber set malfunctions have not caused any adverse consequences beyond the pt having to undergo a second stick with a new huber set.

Manufacturer narrative:
The malfunctioning devices were returned by the distributor to vygon for eval and complaint investigation. This investigation is currently in process a follow-up MDR will be sent with its results within thirty days of its conclusion.